Event description:
It was reported the procedure was being performed on a (B)(6) male pt. The guide wire frayed upon removal. There was another attempt at the procedure.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.